Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard and swollen, lumpy and firm, unwell and rundown, and bluish tinge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin discoloration, edema, skin irritation, malaise, burise and hypersensitivity: contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ any other undesirable side effects associated with injection of juvéderm ultra plus® xc must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported having a patient that had been injected with juvéderm ultra plus xc in the lips by another nurse injector. Patient was given numbing cream prior to injection. Post injection the patient was massaged and given bepanthen. There were no lumps. Patient reviewed 2 weeks later and the lips looked great. The lips were pouty but still natural. About a month later, the patient was reviewed by another nurse injector and noted that the patient lips had felt hard and swollen again the previous week. There were no signs of infection, no tenderness, no occlusion or abscess. The patient's lips felt lumpy and firm but not super hard. Patient was feeling generally unwell and rundown. Symptoms were noted to be an immune reaction. Patient was treated with keflex and advised to drink extra fluids. Four days later, the patient was reviewed by the healthcare professional. The patient had extremely swollen lips and "bluish tinge in places" that suggested to healthcare professional that there was "pressure disrupting blood flow" or a bruise. Patient also had lumps. Patient also consulted with a physician via (B)(6) and was treated with famvir for having a history of cold sores. Patient was also treated with hyalase and was given bepanthen and a massage after the treatment. Patient advised to obtain a prescription of prednisone from their general practitioner. Symptoms are ongoing. After consulting with the physician, it was suspected that this was a case of delayed onset allergic reaction to the filler. Healthcare professional noted that the patient looked bruised especially the top lip. It hadn't been determined why the patient's lip was the bluish tinge, but wondered if the patient had had other injections to which the patient denied.

Event description:
Additional information: it was not confirmed if the symptoms were a bruise or a blood flow disruption. The bruised looking area was on the bottom of the right side lip. Patient has been treated with hyalase twice and there is still more filler left. It was noted that the patient clearly had more filler than what was injected when the patient had come in for a review with swollen lips. Patient has denied getting their lips done anywhere else. The client is no longer being seen since there are no further issues.